Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion cannot be conclusively determined. The investigation was unable to determine the cause of the reported event.

Manufacturer narrative:
Please see corrected serial number in section d4.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of unsure the cannula properly inserted. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 26 mmol/l (468 mg/dl) between 1 and 4 hours of wearing the pod. The reporter stated they were unsure if the cannula properly inserted into their arm. Upon removal of the pod, the cannula was visible and nothing abnormal was observed.